Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced incontinence, dyspareunia and infection. A burch procedure with intra-operative cystotomy followed by a midline vaginal introitus relaxing incision under general anesthesia were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.